Event description:
It was reported that a user experienced hyperglycemia of unclear cause while using the ilet, with troubleshooting and education completed; issues included cgm signal loss and dosing stopping sooner than expected. Symptoms included high blood glucose. Outcomes included no reported long-term impairment or required medical or surgical intervention. Investigation included a review of device performance and user-reported history. Investigation of this case revealed no confirmed device malfunction, with factors potentially consistent with intermittent cgm communication loss and automated dosing interruption. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.